Event description:
The customer's caretaker said patient was not responding to them and they used the device to check the blood glucose. A result of 151 mg/dl was obtained. About three hours prior, caretaker used the device and the result was 179 mg/dl and patient took their normal insulin dose. Emts were called and they checked the glucose at 24 mg/dl. Patient was treated with IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.